Event description:
It was reported that during an unknown procedure, could not activate the instrument, the active buttons were non functional. They replaced the instrument and the problem was solved. No patient consequence.

Manufacturer narrative:
Date sent: 5/20/2008. Information anticipated, but unavailable at this time.